Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 19:20:22. During night drain cycle one, the patient's ultrafiltration reading was 302ml, indicating the home patient (hp) drained 302ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be a false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a follow up medwatch will be submitted.